Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump put her in a coma. She went in for a refill and it was not working properly. There was trouble refilling the pump. The patient seemed to reference a potential pocket fill or drug not going into the pump and she went into a coma. The event date was sometime between (B)(6) 2015 and (B)(6) 2016. The hcp has since "took" the pump out and put in another one. There were no further complications reported at this time.